Event description:
As reported, an unspecified gunther-tulip inferior vena cava filter fractured. The filter was originally placed in 2003. The patient underwent a filter retrieval procedure in (B)(6) 2025. The filter was found to be fractured in at least seven places, with deep tip embedment noted. One small fragment was in an extravascular location in the chest, near the right pulmonary vein. One filter leg was reportedly entirely extravascular and embedded in an adjacent vertebral body. Four other small fragments were retained in an extravascular location locally. The inferior vena cava was also occluded below the filter. The filter was removed with forceps; however, the separated fragments remain in the patient.

Manufacturer narrative:
D1: brand name = unspecified gunther tulip inferior vena cava filter. G4: PMA/510(k) number = unavailable as the device lot number, rpn, and gpn are unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Summary of event: as reported, an unspecified gunther-tulip inferior vena cava filter fractured. The filter was originally placed in 2003. The patient underwent a filter retrieval procedure in (B)(6) of 2025. The filter was found to be fractured in at least seven places, with deep tip embedment noted. One small fragment was in an extravascular location in the chest, near the right pulmonary vein. One filter leg was reportedly entirely extravascular and embedded in an adjacent vertebral body. Four other small fragments were retained in an extravascular location locally. The inferior vena cava was also occluded below the filter. The filter was removed with forceps; however, the separated fragments remain in the patient. Corrected information: h6 (annexes a & e). Investigation evaluation: reviews of the current instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. The lot number was not provided to cook; therefore, the device history record and complaint history could not be reviewed. The current product IFU states that physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up and list ¿filter fracture¿ as a potential adverse event. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr and IFU suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the limited information provided and the results of the investigation, cook was unable to determine a definitive cause for the event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.